Event description:
It was reported that a vns pt was experiencing an increase in seizure activity. He has several "little seizures" daily. The use of the magnet does seem to abort the seizures. The relationship of the increased seizures to prevns baseline levels is unk. The physician indicated that upon interrogation of the vns device, the generator is near end of svc. The pt underwent generator revision surgery. Good faith attempts to obtain add'l info and the explanted product for analysis have been unsuccessful to date.